Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed found customer when through xray machine and now the insulin pump is not working by not lowing blood glucose levels. Customer declined to continue trouble shooting the insulin pump. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. Device passed the displacement, self test and passed the delivery accuracy test at (B)(6) inches noted. The motor was tested outside the device and passed.